Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a rash under their right breast and on abdomen. The patient reported that they went to the emergency room and were advised to purchase an over the counter medication. Follow up indicated that the skin irritation improved.